Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 12. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.